Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was complaining of dizziness and vertigo. Reportedly, it was a difficult insertion and many attempts were made to insert the active electrode array. During initial activation there was access to sound on the channels 1-7, but the pt had pain response on channels 8-10 and on channel 11 and 12 had no auditory response at all. Pt reported dizziness after a few days of use of implant and stopped wearing the external device. CT scan showed potential partial insertion and migration of electrode was suspected by the clinic. The pt underwent revision surgery on (B)(6) 2014, to reposition the active electrode array, achieving a full insertion. As per the info received on (B)(4) 2014, the pt was explanted on (B)(6) 2014.